Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the avea ventilator was alarming low fio2 while in use on a patient. The patient was manually bagged and moved to another ventilator. The customer stated the patient experienced desaturation. Customer did not report any patient harm but indicated patient was ok. Customer advised the concentration was set to 100% and the ventilator was reading 21% on an external fio2 analyzer.

Manufacturer narrative:
Vyaire complaint #: (B)(4). Additional information: d10, g4, g7, h2, h3, h6, h10. Results of investigation: the vyaire failure analysis lab (fa lab) received the suspected ventilator and performed a failure investigation. The fa lab was not able to duplicate the complaint reported by the customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.